Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent break.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was attempted to be implanted in the common bile duct to treat stones during an endoscopic ultrasound (eus)-guided biliary drainage procedure performed on (B)(6) 2026. During the procedure, the stent fractured into multiple pieces while being advanced. The procedure was completed with another of the same device. There were no patient complications reported as a results of this event and the patient's condition at the conclusion of the procedure was reported to be stable.